Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Mfg date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Sterile lot review. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2015. Post ablation it was noted there was a perforation at the fundus and a bowel burn. No additional information was provided. We have been unable to obtain additional information surrounding this event.